Manufacturer narrative:
The reported event of the device continuing to run after safe mode is engaged was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, an e-box/toggle magnetic interaction failure was found, which can cause the reported event and can be caused by impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device continued to run after safe mode was engaged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device continued to run after safe mode was engaged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.